Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a gradual rice in shock impedance. Technical services (ts) was consulted and confirmed shock impedance measurements have been in a range of approximately 60 to 185 ohms since implant in 2018. In clinic troubleshooting and x-ray imaging was recommended. Additionally, it was recommended the health care professional (hcp) investigate the lifestyle of the patient (as the impedance change could be linked to extreme physical activities, sports, underlying disease, frequent weight changes, medical interventions, etc.). No adverse patient effects were reported. This product remains in service. Additional information: this s-ICD system was explanted and replaced on (B)(6) 2025 as the physician suspected the electrode placement originally performed in 2018 was not satisfactory, resulting in system impedance of 125 ohms. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) detected a gradual rice in shock impedance. Technical services (ts) was consulted and confirmed shock impedance measurements have been in a range of approximately 60 to 185 ohms since implant in 2018. In clinic troubleshooting and x-ray imaging was recommended. Additionally, it was recommended the health care professional (hcp) investigate the lifestyle of the patient (as the impedance change could be linked to extreme physical activities, sports, underlying disease, frequent weight changes, medical interventions, etc.). No adverse patient effects were reported. This product remains in service. Additional information: this s-ICD system was explanted and replaced on (B)(6) 2025 as the physician suspected the electrode placement originally performed in 2018 was not satisfactory, resulting in system impedance of 125 ohms. Besides intervention, no other adverse patient effects were reported. Product return is expected.